Event description:
The customer contacted stryker to report that their device during initial set up froze. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The existing software was removed and the device was reset to factory settings. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.